Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. It was reported that on (B)(6) 2011, the customer noticed that her dog's leg looked funny and the dog was limping. Without a lot number the device history record review could not be completed. The catalog number of the plate was not provided and the plate was not returned for eval; therefore an investigation of the reported issue could not be performed and the 510(k) and device common name could not be identified. Device is a veterinary product. Device is similar to a device marketed for human use.

Event description:
Examination and x-rays of a 5 pound brussels-giffin terrier revealed a 1.5mm plate, previously implanted in treatment of a leg fracture, had broken. The broken plate was explanted and an identical plate was implanted during a (B)(6) 2011 revision surgery. The customer reported the 7 mounting hole, 1.5mm x 1.5 in plate, believed to be titanium, broke at the 3rd screw hole.